Event description:
Adverse event(s): "no patient involvement reported" (no pt involvement). Product problem(s): "footswitch broke" (break). The nurse reported the footswitch broke before the first pt was prepped for surgery. The secondary footswitch was moved from room to room to complete cases. There was no pt involvement.

Manufacturer narrative:
The footswitch has been rec'd and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).